Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the main transformer fuse was damaged. The fse replaced the fuse and fuse holder. The laser console passed full functional and electrical safety testing. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the damaged fuse and fuse holder could have affected the device performance, leading to the reported event. Based on the analysis results, the reported error message was confirmed as replacing the fuse and fuse holder resolved the issue. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console displayed error 188 and due to this, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that the console displayed error 188 and due to this, the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.